Event description:
It was reported that the shaft on the unit is cracking.

Manufacturer narrative:
Additional information will be provided once the investigation is completed. A (B)(4) were returned for investigation.